Manufacturer narrative:
A ge oec service representative investigated the issue and bad connectors in the interconnect cable that were replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed an error: detection fault at 12bcd01 from task v10_acq from task ut_. The image would go black after 3 seconds of fluoroscopy.